Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Case #: 00909974 case subject: npi 8100 not powering up account name: anaheim global medical center account #: 1665503 asset name: 8100 pump module 9.17.0.22 asset location: contact: ray devera contact email: raymond.devera@kpchealth.com contact phone: 714-553-6220 x2882 contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports their 8100 (sn: (B)(4)) not powering up. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: customer states there is no power when connected on both iui's. Informed this is most likely due to the motor control board. Recommended sending in for repair. Customer will call back with po.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode.

Event description:
Case #: (B)(4). Case subject: npi 8100 not powering up. Account name: (B)(6) center account #: (B)(4). Asset name: 8100 pump module 9.17.0.22 asset location: contact: (B)(6) contact email: (B)(6). Contact phone: (B)(6). Contact mobile: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports their 8100 (sn: (B)(6).) Not powering up. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer states there is no power when connected on both iui's. Informed this is most likely due to the motor control board. Recommended sending in for repair. Customer will call back with po.